Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged for not receiving an alarm for low blood glucose from insulin pump, difference between blood glucose and sensor glucose values, received calibration not accepted alert. The customer reported blood glucose value of 64 mg/dl. The event involved products unk_sensor, unomedical, unk_reservoir and mmt-1884l. Troubleshooting was declined by the customer for low blood glucose. Troubleshooting was partially performed for difference between glucose values. The customer blood glucose was 64 mg/dl and sensor glucose value was 118 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 54 mg/dl and it was beyond acceptable range. Troubleshooting was partially performed for sensor alert. No further patient complications were reported. No product return is required for unk_sensor, unomedical, unk_reservoir and mmt-1884l.